Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on handling the malfunction. The issue did not reoccur, and the customer was instructed to contact support if the problem persisted. The customer understood and acknowledged the guidance provided.